Event description:
The event occurred in an unspecified date and involved a microclave clear connector where the customer reported that the IV bung valve was not closing, and the patient bled out from the connector. The product was not reprocessed or re-sterilized prior to use. No medication was used with the product. Someone became aware of the issue during clinical observation at time. There was patient involvement, but no one was harmed in the event. No medication was reported.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.